Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) battery compartment would not open when the battery was unloaded. It was recommended that the epg be returned but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The battery drawer would not open when the eject button was pressed, with no batteries installed. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019: the epg was returned for service.